Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that on start up, the ventilator continuously alarmed, "circuit disconnect", "xdcr fault" (transducer fault), "low pip", and "low ve." The customer reported that there was no patient involvement.